Manufacturer narrative:
The distributor reported the device as not having been returned. However, it was returned with all parts for MFR investigation. Event description: as we were informed by the distributor, the user facility reported that one retractor blade fell into the pt. It was retrieved from the surgical field and according to the hosp, there was no pt injury as a result of this incident. Device investigation. The retractor was returned to us, complete with all four blades and screws that are designed to securely hold the blades, but to also keep them movable for their indicated purpose. The device was thoroughly checked by general mgr and senior surgical instrument engineer. The device was one of 40 instruments in lot # 05/12, manufactured in december 2005. Out of this lot, 10 ea were delivered to the distributor and another 10 ea. Tracing this article back to june 2002, we determined that retractors were manufactured and shipped. This is the first incident that came to our attention. The production documents prove that the instrument was manufactured in accordance with the design and production specs. Inspecting the instrument visually, it was obvious that the screws with which the blades are fastened to the retractor frame, had been manipulated at the user's end. These screws are not intended to be removed for blade positioning (the device is designed for the blades to be movable and will adjust automatically to the pt's physical situation) or for cleaning and sterilization. The instrument was reassembled and functions properly for the intended purpose. Conclusion: based on above findings, we assume that the screws of the blades had been loosened by the user for an undisclosed purpose and were subsequently not tightened properly. This is the only explanation that can be provided why the blade could have fallen into the surgical field. The device conformed in all respects to material, design and production specs. As this is the first incident of this device in more than five (5) years, there is no cause for corrective or preventive action at this time.